Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call power error. The customer¿s blood glucose was 304 mg/dl and treated with pin. The customer's mother stated that the internal power source in the pump is unable to charge. Customer's mother has not previously called to report power error detected. The customer was advised and explained the troubleshooting. Customers mother stated her son was experiencing a high blood glucose. Customer reports they do not feel okay to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.